Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, product type: extension.

Event description:
A patient reported via a manufacturer representative that when their daughter was changing dressing, the extension wire was damaged. The wire was completely disconnected from the external neurostimulator (ens) which ended the patient's trial about 1 week into trial. Patient compliance is said to have led to the issue. The patient medical doctor is planning on moving the patient forward to stage 2. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.